Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.

Event description:
It was reported by the patient that she underwent a right hip revision in 2007, in which a durom acetabular cup was used. Post-op patient experienced pain and her surgeon recommended a revision procedure which is scheduled.